Event description:
It was reported that ICU staff were experiencing difficulties with attaching and maintaining a secure inner/outer cannula connection with use of multiple size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes. This was first detected when staff responded to ventilator problems/reading with two (2) ventilator dependent pts. Staff found that the snap lock on the size 8 disposable inner cannulae were partially disengaged from the outer cannula. Limited info was provided regarding the length of time the devices were in use, what type of device maintenance and care was performed and what type of respiratory circuitry was involved. There were no reported pt injuries. The involved devices were reportedly discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.